Event description:
A peripherally inserted central catheter (PICC) was successfully placed for anti-rejection drug treatment. Post placement swelling was noted in the pt's right arm and it was noted that the catheter was cracked. The catheter was successfully removed via the proximal end and another PICC was placed for continuation of treatment. No pt complications were reported in this event and the pt was discharged. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other compliants to date on this lot number. However, without evaluating the device co is unable to determine if it met specifications. The co's follow-up revealed the pt subsequently died. The unofficial cause of death is multiple organ failure and is believed to be unrelated to this event. The co believes user technique during access and/or pt anatomy may have contributed to this event. However, the co is unable to determine the relationship between the deivce and the cause for this event. The co directions for use outline appropriate placement, access and maintenance procedures.